Event description:
Patient burned and blistered in sternum area approximate 2" circle after 12 hour surgery. Cause; unknown facility called to have or light complete functionality testing done--dsm and tech were on site and completely tested system. Service mode indicated 22-23v, current range 9-11, max temp 68 degrees c and fc measured 9500 -lighthead in question positioned from the patient foot end- facility investigating all possibilities internally.

Manufacturer narrative:
In 2007 steris service dispatch received call from clinical engineering to inspect the surgical light in or #2. During phone discussion with the steris service tech, the facility clinical engineer requested that steris inspect the light because a patient was burned and the cause was not determined. The hospital staff was attempting to determine the cause of the burn and was requested to include a review of the surgical light. The steris district service manager accompanied the service technician to the account and met with the hospital's clinical engineering process leader and also met with the or manager to the discuss incident. The or manager indicated they perform 12-hour long surgical cases once a week at their facility without incident. However, it was reported that this patient has a medical condition which would allow the skin to be burned very easily. The hospital staff did not feel the light was the cause but requested steris to verify proper operation of surgical light. Findings: upon inspection, the steris technicians verified that the light was operating within specifications and operating comparably to the identical light system in use in or#3. The customer stated that they use only steris authorized replacement bulbs. Users are cautioned, in the operator's manual, against using multiple surgical lamps at maximum intensity for a prolonged period of time since this can lead to drying of tissue and possibly burns. This information was shared with the hospital.

Event description:
Steris has contacted the customer for more information on the patient; however, no additional information was available.